Event description:
The pt was standing on a couch when she fell onto her backside. She felt the stimulation increasing and decreasing in intensity. The device was not set to cycling. The pt felt discomfort with higher amplitude and was instructed to decrease the setting. Impedances were checked and were greater than 4,000 ohms on all combinations involving electrode #1. The device was programmed around electrode #1 and the pt went home with no complaints.

Manufacturer narrative:
(B)(4).